Event description:
Information was received from service and repair via manufacturer representative regarding a device used for spinal therapy. It was reported that the arm did not become hard. There were no further complications reported regarding the event. Additional information: procedure involved : med the arm was not fixed properly. The product came in contact with the patient. There was no impact to patient.

Manufacturer narrative:
Product analysis : deformation of the handle screw's screw thread was confirmed during the inspection. The joint is deformed. If information is provided in the future, a supplemental report will be issued.